Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that ophthalmic blades from two different batches were blunt. Procedure details and patient impact were not provided. Additional information has been requested but was not available at the time of this report. This report pertains to one of the two batches and represents two of the two reports received from the same facility.